Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window noted during visual inspection.

Event description:
Caller reported that she went to the hospital for high bgs and dka. Bgs at the time of the hospital visit was 600. High bg t/s per dop. Customer's current bgs are 164 mg/dl. Customer was treated and released from the hospital. Insulin pump will be replaced. Nothing further reported.